Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, the daily measurements revealed an increase in shock impedance measurements from 40 to 64 ohms in dual coil configuration. The single coil configuration measurement was 74 ohms and the cold can configuration was greater than 200 ohms. As a result, the physician suspected the beginning of a subclavian crush and the lead was reprogrammed to single coil configuration. No revision was scheduled and the patient will be followed appropriately. Additionally, the beeping tones for out of range shock impedance measurements was activated. No adverse patient effects were reported.